Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the insulin pump alarmed a motor error alarm. Customer's blood glucose was 435 mg/dl. Customer had a bone density test and a mammogram. Customer was able to prime the device. During troubleshooting, found one motor error alarm and one motor position encoder error alarm. Customer's elbow was fracture, dislocated, and crushed. Customer was on a lot of medications. Customer was assisted in performing the displacement test, the test passed. Customer will not be returning the device for analysis.